Event description:
The customer reported a leak from the sample probe a of the unicel dxc 600i synchron access clinical system. Upon troubleshooting, the customer discovered that the fitting in front of the obstruction detector transducer was loose. The customer was wearing personal protective equipment consisting of gloves, gown and eye protection at the time of the event and no injury or direct contact with the leak was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer tightened the fitting to resolve the leak. The customer then primed the instrument and no further leaks were observed. The customer is unaware of how the fitting became loose. A review of the instrument's event log indicates that the instrument generated "probe response error", "mc (modular chemistry) sample level sense error", "mc sample probe obstruction message", and "obstruction detected" error messages at the time of the event. Failure mode of the event is attributed to a loose fitting on the obstruction detector transducer. Beckman coulter internal identifier for this report is (B)(4).